Event description:
It was reported by the nurse that, monday evening a patient with a fractured femur had a gamma3 long nail implanted. The two distal screws used were both labeled as 50 mm ((B)(4) lots k295621 and k189255). From the xray, it is evident that two screws are not of the same length. The surgeon did not want to change the screws, because it would not create a problem for the patient.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information is received, it will be provided on a supplemental report.